Event description:
A male underwent aaa repair in 2005. The patient received a zenith main body and two zenith iliac legs. The procedure was conducted without reported incident. In 2009, it was deemed necessary that the patient undergo a secondary procedure. The patient had developed a type I endoleak that was visible up to one year back, possibly due to what appeared to be proximal to renal level anatomy disease. A 32mm graft was used for the procedure but the scans prior to implant showed a 31mm diameter landing zone and was undersized for the patient. With angiogram, the physician determined that the original graft was about 4mm below the lowest renal artery. The physician decided to go ahead and try to place a cuff to cover any native aorta. The physician deployed the cuff and deployed it slightly lower than he would have liked. The physician then used another manufacturer's stent to oppose the original graft and cuff to the wall better. Final angiogram showed no leak. The current status of the patient is unknown; however, the procedure was successful due to resolution of the endoleak.

Manufacturer narrative:
Event evaluation: still under investigation.